Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for pulmonary embolism. During filter deployment, it was alleged that the filter had positioning problem. The filter was retrieved with no complications. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for pulmonary embolism. During filter deployment, it was alleged that the filter had positioning problem. The filter was retrieved with no complications. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A bard meridian filter was deployed in the infra-renal inferior vena cava for a patient with pulmonary embolism. There was significant tilt to the filter. This filter was snared immediately without difficulty and removed. Therefore, the investigation is confirmed for positioning issue of the filter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(method) h11: h6(result and conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for pulmonary embolism. During filter deployment, it was alleged that the filter had positioning problem. The filter was retrieved with no complications. The current status of the patient is unknown.